Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported impact to customer's blood glucose level. The customer loaded a new cartridge, reset the pump and successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.